Event description:
It was reported that the an interrogation report of the device showed the percent of total ventricular pacing to be 18.4 % while the ventricular long term histogram showed the paced percent to approximately 80%. It was noted that the patient was pacemaker dependent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58, lead, (B)(6) 2013. (B)(4).